Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, following the intraocular lens (iol) implant procedure, the lens was fogged/blurred after two weeks after implantation. Visual acuity did not rise, remains 0.2/0.3 and did not improve over the days. Post-surgery corneal edema was almost resolved. Additional information has been requested.